Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer was unable to find problem on the station and replaced controller boards to reduce the future drawer malfunctions. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed. The customer reported that the malfunction occurred while user was tried to issue medication to a patient which results the user was unable to issue medication to a patient and there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.